Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na) and potassium (k) results generated by unicel dxc 800 pro synchron clinical system. The results were reported out of the laboratory. Repeat tests produced higher results. Amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The system is routinely calibrated every 24 hours and qc is also run every 24 hours. Qc results prior to the event were within the established ranges. The customer runs a report on sodium results every 4 hours and detected a trend of low patient results. Upon further review, potassium results were low as well. A bci engineer cleaned the flow cell, changed the chloride tip, changed the quad rings and rebuilt the ratio pump. As of (B)(6) 2010, there were no further calls to hotline for the problems. A definitive root cause has not been determined for this event.